Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient changed her sensor and then went to the ER. The patient was also wearing an omnipod insulin pump. It was reported the patient was hospitalized. The medical staff advised the patient to put her omnipod insulin pump into manual mode for 5 minutes while her bg levels were checked. The patient¿s bg meter reading was 254 mg/dl while the cgm was reading 319 mg/dl and then 324 mg/dl. No patient symptoms were reported. There was no information of any medication or treatment being provided to the patient. It was not specified how long the patient was hospitalized prior to being discharged. Attempts to reach the patient for further event clarification were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.